Manufacturer narrative:
The pump alarmed motor error during the basic occlusion test due to moisture damage on the force sensor. Unable to verify other alarms due to the motor error alarms. No moisture damage on the electronic stack, motor, battery tube or vibrator assembly noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked belt clip slot, and a cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm and a motor error alarm. The customer's blood glucose was 180 mg/dl at the time of incident. The customer stated that the insulin was squirting out during the manual prime process. The customer stated that the drive support cap appeared normal. The customer stated that they went to the hot tub while wearing the insulin pump. The customer stated that the insulin pump was exposed to water. The customer stated that the insulin pump prompted to reset the time and date. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.